Manufacturer narrative:
(B)(4). The device has been received for analysis, however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire broke when endoscopic papillotomy was performed. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a stonetome was used in the bile duct during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire broke when endoscopic papillotomy was performed. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned stonetome was analyzed, and a visual evaluation noted that the cutting wire was detached and bent. Additionally, the working length was bent. The device was observed under magnification and the cutting wire was blackened and the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event was confirmed. Upon analysis, it was found that the cutting wire was detached and bent. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the cutting wire break could have been generated if there was not constant contact with the tissue when electrocautery current was applied or if voltage exceeded the maximum voltage rating. In addition, the working length was found bent. This condition could have been generated by the technique used to advance the device through the scope. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.